Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that incorrect needles were mixed in with the bd nano¿ pen needles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Visual examination was carried out and it was observed that the cartons were labelled ¿reserved for education¿. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The label marked reserved for education is not applied by bd this is applied by a service provider in france therefore this issue is not manufacturing related. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that incorrect needles were mixed in with the bd nano pen needles. There was no report of exposure, injury, or medical intervention.